Event description:
It was reported that during anterior communicating artery (acoma) aneurysm embolization procedure, the operator used the subject stent to assist the coil embolization. The operator placed two microcatheters to the location and then delivered the subject stent. During delivery the operator could not see the stent marker being advanced under digital subtraction angiography (dsa), so withdrew the whole system to check and confirmed the subject stent did not deploy inside the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during anterior communicating artery (acoma) aneurysm embolization procedure, the operator used the subject stent to assist the coil embolization. The operator placed two microcatheters to the location and then delivered the subject stent. During delivery the operator could not see the stent marker being advanced under digital subtraction angiography (dsa), so withdrew the whole system to check and confirmed the subject stent did not deploy inside the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event. Update: additional information received on 30-may-2024 clarified that the marker of the subject stent was visible under digital subtraction angiography (dsa). When the operator checked it, he saw the marker was not moving. That is the reason that he first felt the subject stent might be deployed in microcatheter prematurely. However, after taking the product out of microcatheter, he found the stent was not prematurely deployed. So the operator tried to withdraw it back into introducing sheath and during this procedure the subject stent deployed out.